Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that occlusion alarms occurred. The customer went to the emergency room and subsequently hospitalized in the intensive care unit due to high ketones which were identified as dangerous by healthcare provider. During hospitalization, customer was treated intravenously with fluids of saline and insulin. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.